Event description:
An ipp device was implanted on 11/12/82. The cylinders were revised on 10/19/88. The pump and cylinders removed from the pt on 10/30/96, due to fluid loss-right cylinder, and replaced.